Event description:
It was reported to boston scientific corporation that a urinary diversion stent was being prepped for use in an ileal conduit procedure on a male patient (weight unknown). According to the complainant, while loading the stent onto the guidewire, the guidewire poked through the stent causing the stent to break in half. The procedure was successfully completed using a second urinary diversion stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.